Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary disease performed on (B)(6), 2025. During the procedure, the cutting wire snapped. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary disease performed on (B)(6) 2025. During the procedure, the cutting wire snapped. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the dreamtome rx 44 device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the cutting wire was kinked and broken. No other problems with the device were noted. According to the media analysis performed, it was possible to observe that the cutting wire was kinked and broken, however, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.